Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they had experienced high blood glucose and keypad anomaly. The customer blood glucose was 457 mg/dl. The customer reported that the b and act buttons were not responding. The customer reported that the time clock was advancing. The customer advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer advised that the pump will need to be replaced. The insulin pump will be returned for analysis.